Manufacturer narrative:
One catheter was received with an attached monoject 1.5cc limited volume syringe. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached, which is within the allowable specification. All through lumens were patent without any leakage or occlusion. There was no visible damage observed on the catheter body or the returned monoject 1.5cc limited volume syringe. The report of deflation difficulty was not confirmed. A review of the manufacturing records indicated that the product met specifications upon release. As stated in the product IFU: "passively deflate the balloon by removing the syringe from the gate valve". Review of the available information suggests that device handling (leaving the syringe attached while deflating) appears to have contributed to this report. No actions will be taken at this time.

Event description:
It was reported that the balloon would not deflate. It was indicated that the syringe was attached to deflate and the syringe supplied in the kit was used. A second catheter was used with no other issues. There were no patient complications reported.